Event description:
I took 3 flow flex covid antigen tests in the white box. All tested faintly positive. Subsequently I had a pcr(polymerase chain reaction) and 3 negative rapid tests at a nyc testing center. No symptoms and do not have covid. Planned to visit elderly mother so tested as a precaution.